Event description:
It was reported that the insulin pump alarmed. The battery was replaced and the error alarms continued. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display and constant tone as a result of a defective component on the motherboard. Further testing was not performed due to the blank display and the constant tone.